Manufacturer narrative:
A ge representative evaluated the system and reloaded the system software. System operates as intended.

Event description:
It was reported that the system would intermittently lock up and cine runs would not replay. No patient injury was reported.